Manufacturer narrative:
On oct 03, 2020 customer returned pump for an alleged a21 alarm customer mention bg over 400. Unit received with constant a21 alarm after battery change and resets time/date to factory default. Unable to perform self-test, a21 error test and displacement test. Unable to perform a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due c13 voltage leak at interface board. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. . The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original I/f board was removed conducting intensive troubleshooting discovered c13 voltage leak form the cap measuring failed. However, using the test I/f board no anomalies was notice after battery insert. Problem isolated to I/f board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with bolus. Customer also reported that insulin pump had unexpected restart error alarm after changing batteries. Customer was able to clear the alarm and rewind the insulin pump. Customer inserted new battery and insulin pump alarmed. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will be returned for analysis.